Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman trusteer access system and a watchman laa closure device & delivery system (wds) were selected to be used. During the procedure the groin access was successfully obtained and the versacross was used with the trusteer sheath to proceed. The transeptal puncture was obtained, and heparin was administrated to the patient. The pigtail catheter was placed in the laa, the device was flushed and cleared of any bubbles. Anesthesia was able to obtain a good view of the appendage and the sheath. The physician identified a clot, and the clot was immediately aspirated and removed from the patient with the exception of the pigtail guidewire. The clot exited the body with the sheath. The procedure was completed using a new trusteer. There were no device issues, and the patient was discharged the same day and has fully recovered.